Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, while using the device in cuff closure, the needle fell off the jaws of the device. It fell into the patient cavity, was found out and removed. It was also reported that the device was difficult to toggle and load. A new device and reload was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted the instruments were returned with no blister packages with exposed blades, and blades were partially bent. The beveled walls of the instruments were inspected through a microscope and no witness marks from the needle tips impacting were found. The toggle switches of the instruments were inspected under a microscope and no shearing or deformation were observed around the toggle switches or on the flat pins. Through microscopic inspection the flat pins were found to be properly oriented and no abnormalities were observed for the center rods. Due to the described condition, functional testing could not be performed on one instrument. The second returned instrument was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media. The second instrument was found to function properly, and test needles remained intact. Difficulty was experienced in loading, unloading and toggling the test needle in the returned device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable cause could be attributed to bent/deformed metal blades which would prevent proper interaction of needle with jaw component of device. The metal blades could have been bent/deformed during return shipping to the investigations laboratory as the device was not returned in appropriate blister package, return kit or with the metal blades retracted. Metal blades could also be bent during use where the device is subjected to excessive manipulation or a leveraging force. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, while using the device in cuff closure, the needle fell off the jaws of the device. It fell into the patient cavity, was found out and removed using a grasper. It was also reported that the device was difficult to toggle and load. A new device and reload was opened to complete the case. There was no patient injury.